Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on march 14, 2017, omsc confirmed that the ptfe pad of the subject device was severely worn. There were contact marks on the probe and the non-insulated part of the grasping section due to contacting with each other. The short circuit error occurred when an operator output in seal mode with the.grasping section closed. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn when the user continued to activate seal & cut mode without contacting the tissue (including after the tissue was already cut). Since the ptfe pad was worn, the probe contacted with the non-insulated part of the grasping section. An error occurred when the user output the device in seal & cut mode or in seal mode with the probe contacting the non-insulated part of the grasping section, and then the contact marks occurred on the non-insulated area of the grasping section and the probe. The instruction manual of the device has already warned as follows; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a laparoscopic hemicolectomy, the ptfe pad of the subject device was peeled. Errors occurred and did not stop. The procedure was completed with another device. There was no patient injury reported.